Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient became septic and developed thrombocytopenia during impella 5.5 support. The patient's blood cultures came back positive for serratia and one unit of platelets was given in response to the thrombocytopenia. The pump was subsequently explanted.